Event description:
It was reported that the patient was presented with the atrial lead exhibited far-r oversensing. No intervention was made.

Manufacturer narrative:
Further information requested but was not received.